Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 500 mg/dl. The contact assisted the customer by changing the supplies to the pump. A bolus of insulin was delivered to address the high bg level. The customer also has insulin pens to use if necessary. As the supplies to the pump had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of this occlusion was unable to be performed.